Event description:
The customer alleges that the metal tip of the glass luer-slip lor syringe came off during an epidural procedure. No patient complications or injuries reported.

Manufacturer narrative:
(B)(4). The customer returned one glass lor syringe. The returned syringe was visually examined with and without magnification. Visual examination of the returned syringe revealed that the metal tip is detached from the glass syringe. No pieces appear to be missing. The glass tip and barrel remain intact. Adhesive can be seen lining the tip of the glass syringe as well as within the metal tip. However, within the metal tip it does not appear to be even. Dimensional and functional inspections were not required as a part of this complaint investigation. A device history record review was performed on the lor syringe with no relevant findings. Non-conformance (B)(4) was initiated to further investigate this complaint issue. The reported complaint of a broken lor syringe was confirmed based on a visual examination of the returned sample. The syringe is a purchased part. Therefore, the potential cause of this complaint issue is supplier related. A non-conformance has been initiated to further investigate this complaint issue.